Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that an occlusion alarm occurred. Customer's blood glucose level was 325 mg/dl. Customer was able to successfully reload the same cartridge to resolve the issue. In addition, it was reported that occlusion alarm occurred. Reportedly, the customer disconnected the infusion set tubing and reconnected it and was able to resume insulin delivery successfully. Customer's blood glucose level was 140 mg/dl.